Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one single dpt - vamp adult kit for examination. The pressure tubing had been detached from the vamp reservoir stopcock. The detached tubing was not returned. Dry blood was evident at the stopcock. Crazing marks were visible on the inner surface of the stopcock luer (where the tubing had been bonded to the stopcock). An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history record results.

Event description:
It was reported that the dpt (disposable pressure transducer) pressure line on the patient side had detached at the location between the sampling side and the shut off valve and there was around 5ml of blood loss. An alarm was displayed on the monitor to warn about the issue. The device was checked and flushed before use in patient and no issue was observed. There was no consequence for the patient.